Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the gamma 3 nail fractured resulting in a revision surgery.

Manufacturer narrative:
The event involves a device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. The reported event could be confirmed based on the device inspection. The device inspection revealed the following: the nail fractured at the level of the lag screw hole. The fracture surface shows clear characteristics of fatigue failure, including smooth fatigue zones and visible progression lines. Material deformation is evident on the distal edge of the hole, which likely served as the initiation point of the fracture on the lateral side. This deformation most probably resulted from high compressive forces, indicating that the nail was subjected to continuous high loading over an extended period of time. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The broken nail was returned for evaluation and no product related issue could be detected. There was no additional information about the event provided, the implantation date is unknown and neither x-rays, nor operation report, nor information about patient activity was available. Therefore the root cause of the breakage cannot be defined. The evaluation of the nail has shown that fatigue caused by high loads did lead to the breakage of the device. If more information is provided, the case will be reassessed.

Event description:
It was reported that the gamma 3 nail fractured resulting in a revision surgery.